Event description:
During a patient use event, the user is reporting that the device did not recommend a shock but a shock was delivered by the AED. The patient did not survive.

Manufacturer narrative:
User reviewed the incident and determined the device functioned as specified.